Manufacturer narrative:
No patient involvement. It is unknown when the event occurred. This report is for a reamer - unknown lot. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 5.0mm flexible shaft was found broken in two pieces in the tray in sterile processing. The reamer shaft is no longer usable, and was discarded by the customer. There was no patient involvement at the time the issue was identified. It is not known if the device broke during a procedure. This complaint involves one (1) device. (B)(4). This report is for a reamer.

Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer. Review/investigation. Date reported incorrectly on initial medwatch. The date should have been february 15, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.